Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), back pain ("pain: back"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), migraine ("migraine/ migraines / headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, fatigue, migraine and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pain: pelvic/ abdominal, back, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: plaintiff fact sheet received. Added and laboratory data were reporter. Added event abnormal bleeding (vaginal). Updated reported term of events. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ pain') in a 34-year-old female patient who had essure (batch no. A95856, a73754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and overactive bladder. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) and oxybutynin. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 9 days after insertion of essure. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraine/ migraines / headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"), back pain ("pain: back"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy(full), salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, fatigue, migraine and alopecia outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pain: pelvic/ abdominal, back, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding) discrepancy noted in date of insertion (B)(6) 2013 (as written in pfs) and date of removal (B)(6) 2018 (as written in pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: a73754 manufacturing date: 2012/11 expiration date: 2015/11. Lot number: a95856 manufacturing date: 2013/01 expiration date: 2016/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ pain') in a 34-year-old female patient who had essure (batch no. A95856, a73754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and bladder disorder nos. Concomitant products included acetylsalicylic acid; caffeine; paracetamol (excedrin migraine), and oxybutynin. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 9 days after insertion of essure. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraine/ migraines / headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"), back pain ("pain: back"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy(full), salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, fatigue, migraine and alopecia outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pain: pelvic/ abdominal, back, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding) discrepancy noted in date of insertion (B)(6) 2013 (as written in pfs) and date of removal (B)(6) 2018 (as written in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: new event " hair loss" added. Lot number, concomitant drugs, patient demographic were added. Onset date of events: hair loss, vaginal hemorrhage, menorrhagia, migraine, pelvic pain, and outcome of events: vaginal hemorrhage, menorrhagia updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ pain') in a 34-year-old female patient who had essure (batch no. A95856, a73754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and overactive bladder. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) and oxybutynin. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 9 days after insertion of essure. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraine/ migraines / headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"), back pain ("pain: back"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy(full), salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain, back pain, dysmenorrhoea, fatigue, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pain: pelvic/ abdominal, back, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding) discrepancy noted in date of insertion (B)(6) 2013 (as written in pfs) and date of removal (B)(6) 2018 (as written in pfs) right tube: 4 proximal coils, left tube: 4 proximal coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: a73754 manufacturing date: 2012/11 expiration date: 2015/11. Lot number: a95856 manufacturing date: 2013/01 expiration date: 2016/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: pfs received-outcome of pelvic pain updated to recovered / resolved. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), back pain ("pain: back"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and migraine ("migraine"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient had received treatment for pain: pelvic/ abdominal, back, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported injury has been replaced by new events pain: pelvic/ abdominal, back, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), fatigue and migraine. Reporter information, product indication and removal date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.